Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 431 mg/dl. The patient reports while in the hospital for surgery on their wrist their pod had expired. The patient reports they were unable to apply a new pod as they had received a communication error at startup. The patient reports due to high blood glucose levels they were admitted to the hospital. The patient was treated with intravenous fluids as well as 7 units of slow acting insulin as well as 7 units of fast acting insulin. The patient was discharged from the hospital the following day. The patients pod will not be returned as it has been discarded.